Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. All buttons function properly. However partially open connector noted on lcd board.

Event description:
Customer reported via phone, the act and up arrow buttons on the insulin pump were not functioning. Customer is vision impaired and stated the button feel too flat. She has been using the insulin pump for two weeks and states she has to press the buttons really hard. Customer doesn't know blood glucose level at the time of the event. Customer does not recall any significant event which may have caused the keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.